Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was to be used on (B)(6) 2016. According to the complainant, a piece of little black material was noticed inside the sterile package. The device was not used and was unopened.

Manufacturer narrative:
Visual evaluation of the returned capio¿ slim revealed that the device does not have evidence of a foreign matter. Analysis revealed that there was no evidence of either the alleged issues or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was to be used on (B)(6) 2016. According to the complainant, a piece of little black material was noticed inside the sterile package. The device was not used and was unopened.